Event description:
At about 1 month and half after the primary, the patient came in presenting pain as the result of a subsided stem and the cause is unknown. There was no indication of trauma. The surgeon revised the stem (size 3 to 5), the head and liner (same size). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 31 march 2026: lot 2508047: (B)(4) items manufactured and released on 07-aug-2025. Expiration date: 2030-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: implant subsidence is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.